Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the image guide bundle had a stain and significant breakages. It was also found that a foggy image occurred due to damage on the charged coupled device unit. In addition to the connecting tube's peeling coat, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; there was an abnormal sound made due to damage on the angulation lever; the forceps could not be inserted smoothly due to a dent on the channel tube; the universal cord had a peeling coat; the electrical connector had corrosion; and the connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchofibervideoscope had poor image quality. There was no report of patient harm. The device was returned, evaluated, and the connecting tube coating was peeling off (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be external factors or handling of the device. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.